Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt implanted with a 2 level fixation, l3-s1, implanted in (B)(6) 2012 using matrix, tpal and pliviopore. Six (6) weeks post operative x-rays showed that l3 slipped ventrally and the screws are loose. Surgeon is planning revision for (B)(6) 2012. Surgeon noted pt had good bone quality and the screw grip was good at implantation. Surgeon also noted position of the vertebrae was identical pre-op like on post-op pictures. This is two of two reports for this event.

Manufacturer narrative:
USA sells similar product. Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.